Event description:
Philips received a complaint on the intellivue mx550 patient monitor indicating the device was unable to take accurate reading. The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. A visual inspection was performed, followed by connecting an nbp simulator to the device. When tests were run with the simulator, the device was unable to provide an accurate nbp reading, ruling out any fault with the nbp cord or cuff. The fse replaced the nbp pump assembly. A full nbp calibration was completed, along with electrical safety testing. All tests passed, and the device is now operating as expected. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.